Event description:
Philips received a report that following the lumbar scan, the patient complained of a blister on the right hand thumb. A 2 cm homogenous blister was present on the right thumb, for which no medical treatment was provided, and the blister was expected to heal.

Manufacturer narrative:
After our investigation and analysis, it was concluded that the mr system and coil used in this case were working correctly. There is no indication of a malfunction of the mr system or coil used that could have contributed to the incident. The injury, 3rd degree burn with a blister of 2 cm on the right hand thumb appears to be is consistent with heating incidents caused by insufficient distance between body parts, a so-called skin-to-skin burn. Even though it was mentioned that padding was used to prevent this from occurring, no information was provided on the exact location where this padding was positioned. Considering the location of the burn, skin-to-skin contact is the most logical explanation. The patient was elderly, a condition known to affect the body¿s ability to regulate temperature, increasing the risk of rf energy-related injuries. Also, the patient had extensive, dark tattoos, including permanent makeup tattoos on the arms, legs, and chest. During the scan, 3 sequences with high sar values (above 2 w/kg, reaching 2.47 w/kg) was performed, allowing no cool down time for the patient. The total specific energy dose administered was 3.14 kj/kg, exceeding the recommended limit of 2.0 kj/kg for patients with impaired thermoregulation.